Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no anomalies found. Final device analysis of the lead ((B)(4)) revealed the following: there were no significant anomalies found. The product was segmented/cut through the body during explant. Final device analysis of the lead ((B)(4)) revealed the following: there were no significant anomalies found. The product was segmented/cut through the body during explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device was removed due to bowel obstruction. It was noted that a patient with a prior history of total colectomy for inertia and subsequent gastric implantable neurostimulator (ins) for gastroparesis had a small bowel obstruction. It was reported that the patient failed conservative treatment and laparoscopic exploration revealed multiple loops of the small intestine were entangled with the device leads. There was evidence of chronicity and they were unable to reduce the obstruction without dividing the leads. The leads and ins were removed, resolving the bowel obstruction. There was no patient injury and the patient recovered without sequela. A follow-up report will be made if additional information becomes available.